Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of sensing. The lead was capped and replaced during a device upgrade procedure. There were no adverse events for the patient prior or post procedure.